Event description:
Patient reported cadd legacy pump sn (B)(4) due 01/17/2020 kept alarming for "no disposable" repeatedly. Patient using back up pump, no adverse event as result of pump malfunction. Patient shipped replacement next day delivery. No further information available. Reported to (B)(6) by: patient/caregiver.